Event description:
New information received notes there was no adverse consequences to the patient condition.

Manufacturer narrative:
The reported event of oversensing was confirmed. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 6.5 cm to 6.8 from the connector pin consistent with lead friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021. During examination, it was noted that there was noise on the right ventricular (rv) lead. The physician explanted and replaced the rv lead on (B)(6) 2021. The patient condition was unknown.